Event description:
After flushing all triset ports and priming IV filter tubing with d10 the tubing was clamped using the roller clamp and then placed into the pump. After the pump was loaded and programed there was still no IV access on the patient so the tubing was left clamped and the pump was put on standby. During this time the fluid that was located in the filter part of the tubing leaked out of the tubing and the filter was empty and just had air in it.